Manufacturer narrative:
Expiration date: 05/12/2021. (B)(4). Investigation analysis: a flexima biliary stent was returned for analysis. A visual evaluation of the returned device revealed that the guide catheter was stretched and broken in the middle section. This portion of the guide catheter was returned stuck in the jagwire and was stretched. Additionally, the distal part of the guide catheter and the proximal section of the push catheter were found kinked. Also, the push catheter suture hole was torn. A picture of the complaint device was attached and it only showed one portion of the guide catheter. Based on the product analysis, the issue occured during the procedure, most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use in addition of continued attempts to retract the guide catheter or force applied to the device in order to release the stent can lead to the guide catheter stretched and broken issue, the device kinks and the suture hole torn, these device condition can result in issues deploying the suture and stent. Therefore, 'adverse event related to procedure' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the biliary duct, performed on (B)(6) 2019. According to the complainant, during the procedure, outside the patient, when the physician attempted to deploy the stent, the suture was stuck and the stent failed to deploy resulting in guide catheter kinking. The procedure was completed with another flexima stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; guide catheter break.